Event description:
A tandem mobi cartridge alarm was reported by the caller, which caused the customer's blood glucose level to exceed 500 mg/dl, displaying as "high." To address the high blood glucose, the customer changed the infusion set and cartridge, administered a correction bolus via the pump, and made a correction injection through manual insulin delivery (mdi). The customer reverted to manual injections for insulin therapy.